Event description:
The clinician reported 8 days after the dental implant was placed in ada site 20 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reports the patient's insufficient bone quality and quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.